Event description:
Information was received from a patient (pt) via a manufacturer representative (rep) regarding the pt's implantable neurostimulator (ins). Pt came into their appointment today because they state they are not getting relief in their low back. Pt said they are getting 30-40% relief in legs but zero in the low back. Pt did have an x-ray before today's appointment. Per the nurse practitioner the pt's leads have migrated down by one vertebral body. Pt states they do not know ho the leads would have moved. Pt reports they do a lot of leaning back and forth and that they did do that as it is a repetitive motion. Pt states they cannot think of anything else that they have done to cause lead migration. Pt to discuss with their nurse practitioner about getting on the schedule for a lead revision. Rep reports troubleshooting the issue by testing both leads and trying different programming and one is unable to get stimulation in low back. Pt reports they don't even know when they noticed it wasn't working in their back because it hasn't been that long since implant. Pt thought they just needed to be adjusted and try different programs. Pt reports trying all 3 groups and did not get relief in their back prompting the nurse practitioner to get the x-ray before today's appointment.

Manufacturer narrative:
B3 event date is unknown. Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead section d information references the main component of the system. Other relevant device(s) are: product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jul-2029, UDI#: (B)(4) ; product ID: 977a260, serial/lot #: (B)(6), ubd: 15-jul-2029, UDI#: (B)(4). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Continuation of d10: product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead product ID 977a260 serial# (B)(6) implanted: (B)(6) 2025 product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative (rep). Rep reported the lead revision was done on 2026-feb-13.

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
Additional information was received from the manufacturer representative. The patient was to be scheduled for a lead revision. The lead vision has not yet been scheduled, as they have to get authorization through insurance first. Patient waiting for insurance approval to move forward with the lead revision.

Event description:
Additional information was received from the manufacturer representative (rep). When asked "can you confirm that the revision resolved the issues for the patient?", the rep replied "no".

Manufacturer narrative:
Continuation of d10: product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead product ID 977a260 lot# serial# (B)(6) implanted: (B)(6) 2025 explanted: product type lead medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.